Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a shoulder arthroplasty procedure, the impactor head broke upon glenosphere impaction. No patient injury was reported and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned glenosphere inserter/impactor showed that the tip was fractured. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.